Event description:
This oxygen concentrator gave me a terrible experience. I felt difficulty breathing and chest tightness shortly after using it. After the doctor's diagnosis, I was found to have a respiratory infection. This makes me very worried about the safety of using this machine. Https://www.amazon.com/dp/b0ch6ry3w4.